Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion, located in the severely tortuous and severely calcified left anterior descending artery, was pre-dilated with a semi-compliant balloon. A 3.50 x 16 mm promus elite was deployed at 11 atm successfully and post dilated with a non-compliant balloon at 12 atm. A distal edge dissection was noted "against the flow of blood." A 3.50 x 16 mm synergy was deployed to cover the distal edge of the stent and thrombolysis in myocardial infarction (timi) 3 was achieved. The procedure was completed.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion, located in the severely tortuous and severely calcified left anterior descending artery, was pre-dilated with a semi-compliant balloon. A 3.50 x 16 mm promus elite was deployed at 11 atm successfully and post dilated with a non-compliant balloon at 12 atm. A distal edge dissection was noted "against the flow of blood." A 3.50 x 16 mm synergy was deployed to cover the distal edge of the stent and thrombolysis in myocardial infarction (timi) 3 was achieved. The procedure was completed.

Manufacturer narrative:
Device evaluated by manufacturer: the delivery system was returned for analysis. Visual/tactile inspection, microscopic analysis and dimensional testing was performed. The stent detached and not returned for product analysis. No other device issues were identified during returned product analysis.